Event description:
New information received notes that far r-wave oversensing was still observed. Reprogramming was recommended.

Event description:
It was reported that the asymptomatic patient presented for routine follow up. Far-r oversensing resulting in multiple ams episodes were observed. Programming changes were made and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.